Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire service group received the suspect the user interface module (uim) display component for investigation and repair. The service group performed a visual inspection of the internal components of the display, which found no anomalies on the touchscreen of the uim display. They also performed multiple power on cycles on the suspect display and calibrated the touchscreen. At this time, the fa was not able to duplicate the reported issue. Therefore, a root cause component failure could not be determined. This issue will be internally investigated within vyaire medical. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment. No component/device failure detected therefore; no root cause investigation would be performed.

Event description:
The customer reported the user interface module (uim) display screen on this ventilator device is unresponsive to touch commands. The customer stated that this unit was not on a patient.